Manufacturer narrative:
Date of report: 11jun2019. Date rec'd by MFR: 28may2019. The manufacturer¿s field service engineer (fse) could not confirm the reported issue. The manufacturer¿s field service engineer (fse) could not find fault with the unit. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touch screen failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement.